Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B)(4).

Event description:
The facility representative called baxter technical service on (B)(6) 2010. Customer reported an infusor pump where the pump alarms more than usual . On 4/7/10, the anesthesia tech reported this alarming occurred during patient administration of propofol. Pump was exchanged and therapy continued. This was found during patient use, with no patient injury reported or medical intervention. No additional information is available.